Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the speaker was no working properly, although further information was not able to be provided. It will be considered that there was no audio from the mx40. It is unclear whether the device was being used on or off the network. It will be considered that the issue was found in use during patient monitoring. There was no report of patient injury or harm.